Manufacturer narrative:
(B)(4). Approximate age of device: 1 year and 6 months. The pump was not explanted and was therefore not available for evaluation. A correlation between the device and the report of a suspected stroke and the subsequent patient outcome could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was non-compliant with warfarin and alcohol intake. On (B)(6) 2017, the patient was found to have an acute right middle cerebral artery infarction. The patient's inr was supratherapeutic at the time of the event. The patient expired due to stroke and congestive heart failure on (B)(6) 2017. There were no abnormal pump parameters and no alarms associated with the event. The clinicians reported that the device was not a contributory factor to the congestive heart failure.